Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. The allegation is against 1 of 3 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: unknown, batch: 3410773. Common device name: quattrode lead, model: 3146, UDI: (B)(4), serial: unknown, batch: 3428646. A patient had their system explanted and replaced due to high impedance was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy and was unable to place their system into MRI mode. Troubleshooting revealed multiple high impedances. As a result, surgical intervention was undertaken to address the issue and the system was explanted and replaced on (B)(6) 2023. It is unknown which lead has high impedance.